Event description:
It was reported that the patients ipg was dehiscing from pocket. Symptoms of drainage and swelling were noted. The physician believed that it was not device related and that it was procedure related. The patient was prescribed with antibiotics. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.